Event description:
Customer checked blood glucose and received a result of 402mg/dl. Customer performed a second test and received a result of 440mg/dl. Customer had a lab done and the result was 248mg/dl. Customer states that controls were in range but values were not given. A request was made for the return of the suspect device and replacement product was sent.